Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap within the metal cap is detached and returned; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; the outer flow tubing open end exhibits scratch marks and damage. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the first surgical fiber during a prostate procedure, diminished tissue vaporization was observed and the "excessive fiberife" message was occurring due to the large lateral lobes at 107,692 joules of use. The coolant level was appropriate; burying of fiber tip in tissue seemed to be the cause. Upon inspection of the fiber after cleaning, it was noted that the metal cap was loose and was easily removable from the fiber tip. The fiber was replaced and the procedure continued using a second surgical fiber. While using the second surgical fiber, the tip of the fibers glass cap broke off and was flushed from the patients bladder and retrieved. The fibers metal cap was also observed to be loose and rotating at 48,900 joules. The procedure was completed using a third surgical fiber at 10,429 joules of use. The fiber tips (caps) were cleaned during the procedure. Patient outcome: "no injury." There was no patient injury reported. This report is for the first surgical fiber used.